Event description:
It was reported that the cord of this device was cut. On receipt of the device for evaluation it was observed that the mains cord was severely damaged, leading to exposed wires. It appears as though the mains cord had been subjected to considerable external stress, and the customer was approached with regard to confirming this assertion. They have not provided any further information regarding how the device came to be in this condition. The IFU for this device contains the warning 'the power supply cord cannot be replaced by the user. In case the power supply cord becomes damaged, contact philips respironics customer service for replacement (there is no service option)'. (B)(4).